Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The evaluation of the product manager revealed that the distal part (instrument chuck) of the ar-400prao is separated from the main body. The reason is a broken drive shaft. A most likely cause is attributed to wear and tear due to a two-stage failure: long-term fatigue followed by sudden ductile overload.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip surgery the device broke during sawing. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.